Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the other two perclose proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an infrarenal endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. The suture of a second proglide device was deployed; however, the knot did not attach to the vessel. The same issue occurred with the sutures of the third and fourth proglide devices. The suture of a fifth proglide device was successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and fifth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss/suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.